Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced a loss of consciousness. There was no report of third-party intervention or contact with a healthcare professional. No further treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced a loss of consciousness. There was no report of third-party intervention or contact with a healthcare professional. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. Visually inspected the returned usb/charging cable and no issues were observed. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . All pertinent information available to abbott diabetes care has been submitted.